Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The needle was observed detached and adhered to the adhesive. The root cause of the reported issue was found to be lack of solvent by not followed to procedure. Actions were taken to mitigate the reported issue: awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure.

Event description:
It was reported that the needle did not retract into the punch, instead it got stuck twisted in the users skin and was difficult to remove .no patient injury was reported.